Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula event on (B)(6) 2025. The blood glucose level of the patient was 571 mg/dl which was treated with multiple daily injections, bolus via pump and changing supplies. The patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level on (B)(6) 2025. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication intravenously as corrective treatment which resolved the issue. The patient was released from hospital on (B)(6) 2025. Moreover, the infusion set was used for seventy-two hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.